Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the lv lead had dislodged. A second lv lead was attempted to be implanted but also dislodged. Following the unsuccessful lv lead implants, the physician decided not to implant an lv lead and to implant a dual chamber pacemaker instead of a biventricular pacemaker. The patient was stable after the procedure.